Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. A medtronic representative reported that, when the initial issue occurred, the imaging system was restarted without resolution. About 30 minutes later, the imaging system restored functionality with a restart. It was reported that during the troubleshooting, the imaging system was unresponsive entirely.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete any motions when prompted by the user on the pendant. There was no patient present when this issue was identified. No additional information was provided.